Manufacturer narrative:
Device analysis report attached. This report is submitted on june 27, 2024.

Event description:
Per the clinic, the patient experienced infection and skin breakdown at the implant site. Subsequently, the patient was treated with oral and IV antibiotics (date and duration not reported). The patient was also hospitalized (date not reported). The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on may 14, 2024.